Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) requested more information from the account to assist in the investigation. Hsc reviewed information provided by the customer for bun lot 16187ac flex sequence number 6737. Well number 6 of the flex reagent cartridge showed a low bias when compared to subsequent and previous wells. The customer stated that qc and patients were low when run from this one specific well. The customer stated that good qc and patient results were obtained using a different well. The customer has not complained of any further issues with bun. Hsc has not received any additional complaints of this nature for lot 16187ac. Based on the information provided, this was an isolated incident and the root cause cannot be determined with the information available.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The account stated that the discrepant depressed bun results were obtained within one flex reagent cartridge well set. Siemens is investigating the issue.

Event description:
The customer noted discrepant depressed bun qc and patient results on the dimension vista system. Patient samples were reported to the physician(s). The account repeated the patient samples on an alternate dimension vista instrument and higher results were obtained. There is no indication that patient treatment was altered or prescribed on the basis of discrepant bun results. There was no report of adverse health consequences as a result of discrepant bun results.